Event description:
The surgeon disconnected light cord from scope and laid it down on the pt drape for about 15 to 20 secs and pt was burned through towel and drape. Burn size about the size of a pea treated with antibiotic gel and bandaid.